Manufacturer narrative:
Add'l PMA/510(k)#: k023700, k002907. Per the device directions for use (dfu): "before a guide wire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guide wire damage." As well, per the dfu: "warning: observe all guide wire movement in the vessel using fluoroscopy. Do not move or torque a guide wire without observing correspondent movement of the distal guide wire tip; otherwise, guide wire damage, such as tip separation, and/or vessel trauma may occur. Always advance or withdraw the guide wire slowly and carefully."

Event description:
It was reported in 2007, that during an avm (arteriovenous malformation) embolization procedure, withdrawal of the subject device (guidewire) into the microcatheter "... Resulted in shearing of vessel wall and frank extravasation of contrast from vessel itself." The subject device "...caught part of the intimal layer of the artery and became stuck. It could not be advanced or pulled back. Eventually, the wire along with microcatheter were removed from the pt..." The artery was re-accessed with another system. The perforated aca (anterior communicating artery) branch was sacrificed. The procedure was completed as the avm was "...successfully treated." The pt condition resulting from the procedure is reported to be good.